Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a stent would not cross the lesion. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous from proximal to distal right coronary artery (rca). The physician pre dilated the target lesion with an unspecified balloon catheter. A 2.50x28mm promus element plus drug stent was attempted to deploy. However, upon advancing the stent delivery system, the device was unable to cross the target lesion. When they pushed the shaft of the device in order to cross the lesion, the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. The hypotube was broken 18cm from the manifold strain relief, however the two sections were held together with the hypotube coating which was not completely detached. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).